Event description:
It was reported that a customer observed the tubing of one clearlink blood set becoming separated from the spike. According to the report, the blood had finished infusing and the bag was laid out flat to remove the spike and move on to the next bag (while the patient was connected). When the customer attempted to remove the spike from the bag, the spike separated from the tubing and remained lodged in the blood bag. The set was removed from the patient and a new setup was assembled. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.